Event description:
On (B)(6) 2013 customer states via phone that during a stent placement on a female pt of unk age the monitor image was too dark for diagnosis. The physician finished the procedure without fluoro. No pt injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint of the images being too dark in the normal mode and found that the customer had the units console set up as hr, not dr. Fse corrected unit to be set up as a dr and set checked dose levels for proper levels for adult and pediatrics. Also checked images per hydravision service checklist qsswi4.1 with reference to service manual 4041004, and all readings were within tolerance. Unit passed checkout procedures and was returned to customer for service.